Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during insertion, the physician noted the patient's vessel size was small for the impella introducer and was concerned with causing limb ischemia when the sheath was inserted. The physician was advised to perform a femoral to femoral bypass, if needed, should the sheath cause limb ischemia. Access was obtained to the right groin and dilated up to 14 french oscor sheath, and distal flows to the lower right extremity were found to be totally occlusive. A femoral to femoral bypass was performed and the impella was successfully inserted. It was reported while on support and during weaning of the patient from impella, the patient experienced an episode of ventricular tachycardia and the patient received amiodarone. It was advised for a slow wean process and the patient was successfully weaned.